Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. The patient felt discomfort on (B)(6) 2020 and visited the hospital. Aortic stenosis due to the leaflet calcification was diagnosed. On (B)(6) 2020, a redo aortic valve replacement was performed and the trifecta valve was replaced with a 23mm non-abbott valve. The sewing cuff of the reported valve got damaged when explanting. The explanted valve was calcified and pannus was observed on subvalvular tissue.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. The patient felt discomfort on (B)(6) 2020 and visited the hospital. The patient had palpitation and shortness of breath which are symptoms due to aortic stenosis. Aortic stenosis due to the leaflet calcification was diagnosed. On (B)(6) 2020, a redo aortic valve replacement was performed and the trifecta valve was replaced with a 23mm non-abbott valve. The sewing cuff of the reported valve got damaged when explanting. The explanted valve was calcified and pannus was observed on subvalvular tissue. There is no problem on the patient status and the patient has already recovered.

Manufacturer narrative:
Additional information for: b5, g4, g7, h2, h3, h6, h7, and h10. The reported calcification and stenosis was confirmed. All three leaflets were fibrotically thickened and contained calcifications. Leaflets 1 and 3 contained tears associated with calcifications. Circumferential fibrous pannus ingrowth narrowed the inflow diameter and encroached onto all three leaflets. The pannus ingrowth created one small fold in leaflet 3. The calcifications and pannus markedly limited leaflet mobility. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The narrowing of the inflow diameter and impeded mobility of all three leaflets from the calcifications and pannus were consistent with the reported stenosis.